Manufacturer narrative:
The device was returned and is pending evaluation. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached in the 300's mg/dl while wearing the pod on his arm for between 4 and 24 hours. She stated that the adhesive towards the top of the cannula came undone, causing the cannula to dislodge from the skin. The cannula also appeared kind of bent when the device was removed. Treatment included replacing the pod and giving a correction bolus.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. There was no evidence that the cannula had become dislodged, but this could not be conclusively determined. The adhesive pad was observed and no abnormalities were found that would contribute to the device not adhering properly.